Manufacturer narrative:
The customer complaint of failure to interrogate was not confirmed. The device was received at eri battery level with normal ble telemetry. Session record indicated that device had normal battery depletion and that there were no segm records found on the event date. The total projected longevity was 2.09 years and device reached eri level in 2.36 years, which exceeded projected longevity and is considered normal battery depletion.

Event description:
During follow-up, the device recorded an arrhythmia but did not transmit to merlin.net. The event was resolved by explanting the device and electively implanting a conventional pacemaker. The patient was in stable condition.